Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had error code 133.6080. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 133.6080. Technical support : 1.charge battery pack. 2. Replace backup speaker. 3.return to factory for repair. A review of the device history record for sn (B)(6) was performed from 09/06/2013 to 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support : biomed will try replacing backup speaker and or the battery. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed. No product returned.

Event description:
It was reported that the device had error code 133.6080. There was no patient involvement.